Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, exhalation diaphragm is missing and alarm housing is damaged. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that smiths medical ventilator was failing the high pressure test.no patient involvement